Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that during a meniscus repair procedure, the t1 anchor and t2 anchor deployed at the same time. Backup device was available to complete the procedure. No significant delay and no patient complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection revealed that the device was returned with a cut depth limiter attached. T1 had been deployed, but t2 was still in its anticipated location in the needle channel. The manual actuator had not been advanced. There was minimal debris. A functional evaluation revealed that the manual actuator could effectively move t2 to the needle tip, where it could be deployed by applying pressure behind the anchor. The slip knot of the suture slid as expected. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. Under certain circumstances immobilization by external support should be employed. Do not bend delivery needle. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.